Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil on the right ventricular (rv) lead triggered an alert for high/undefined impedance. Reprogramming was done to turn the svc coil off. No patient complications have been reported as a result of this event.